Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the blood flow seemed to be slow and not keeping up with the pt. Minimal delay due to communication of the issue. Product was not changed out. Surgery was successful.